Manufacturer narrative:
Evaluation summary. Sample was not received, therefore, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported lot number was performed and no anomalies were found. The product was released based on the products acceptance criteria. The root cause for the reported complaint "knife not sharp-edged making incision impossible" by the customer cannot be determined. Some potential causes are improper handling, contact with the blade protective tray or contact with another instrument on the instrument tray during procedure setup. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A pharmacist reported that a knife did not have a sharp edge during surgery making the incision impossible. Patient impact information is unknown. Additional information has been requested but not received to date. This is one of two reports being filed for this facility. This report is for the event which occurred on an unknown date.